Event description:
Additional information from user facility report: pt was performing her first independent cycler treatment at night in her home after completing a 3 day training session with 2 pd nurses. During her set up of her treatment she called nurse 1 to inform her that her drain lines are not reaching the bathroom and so the nurse instructed her to move the cycler to the other side of the bed. Nurse 1 then received a second phone call from the pt stating that her home experienced a power failure and asked assistance for re-starting the treatment. Nurse 1 walked pt through the procedure and resumed. However, during the initial drain phase of the treatment, the pt then called the second nurse (nurse 2) to inform her that the cycler has been draining her for 40 minutes even though she was empty. The nurse instructed the pt to perform a bypass by holding down the "ok" button. Pt states that she has been trying that but it would keep going back to drain to the point that she was in a lot of pain and discomfort in her abdomen area. The pt was crying during the phone call and so nurse 2 instructed the pt to disconnect and perform a manual exchange for the night instead, nurse 2 called pt after 30 minutes to check on pt and pt did confirm that she was able to fill manually without any complications. The following morning, pt informed nurse 2 that she is admitted at the hospital for severe abdominal pain.

Manufacturer narrative:
Device investigation in process. Preliminary results of the investigation indicates no malfunctions with the device. Although no device malfunction occurred that may have caused or contributed to the event, a medwatch report is being submitted due to the reported serious injury. Additional information from user facility report: returned to manufacture on: 02/29/2012; report sent to manufacturer?: yes, 03/07/2012. Manufacturer complaint file #(B)(4).